Event description:
Boston scientific captivator cold snare was defective. When operating the device, a thick silver wire would exit the "open" side of the snare handle intermittently & when it would do so, the snare wire would not exit the catheter.